Event description:
It was reported that the balloon kept migrating to the distal arch when put through the cannula tip. Unable to be used for case. The device had to be switched out during use. Patient impact: prolonged or time and high line pressures when trying to get the balloon through the cannula and going in the right direction. Visualized on echo that it was heading down the descending aorta. Sales rep was in case. Dr. (B)(6) was surgeon. It was to be a robotic mvr/tvr with endodirect approach. He ended aborting the endodirect procedure and instead ultimately used a chitwood crossclamp. The balloon, when put through the ed24, kept going toward the distal arch instead of the aortic valve making it unable to occlude the aorta. He tried two balloons-both ec65. Product will not be returned because the physician (B)(6) decided to keep it.

Manufacturer narrative:
Surgery; change in operative strategy. Device was not returned to manufacturer. Device was retained by customer. A device history record review was completed for lot 744130 and this device met all specifications upon distribution. As the product was not returned, root cause could not be determined for this device therefore a CAPA was not initiated for this event. The information will be included in trending and future CAPA determinations.